Event description:
The customer observed an increase in values for axsym toxo img controls and pt samples. A positive result of 0.65 index value was generated on a pregnant pt known to be toxo igm negative. The sample tested negative using vidas toxo igm method. No impact to pt management was reported.